Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not reported. Primary set model or lot not provided.

Event description:
The customer stated: " I have heard that there may have been one more instance where this happened". The customer had previous complaint s of y-site breaking. Although requested there was no other additional event details provided at this time.

Manufacturer narrative:
Supplemental MDR to reference evaluations captured in MFR #s 9616066-2019-03353 and 9616066-2019-03352. After file creation, customer reported this file was not needed and two events were properly captured under (B)(6). The h10s of manufacturer report # 9616066-2019-03353 and 9616066-2019-03352 are provided below. For mrn # 9616066-2019-03353. The customer¿s report of the y-site disconnected and leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the distal smartsite y-body valve was missing its white female luer adaptor. Evidence of welding was observed at the location where the white female luer adaptor was at one time attached to the smartsite body. Clear liquid was observed in the suspect set¿s drip chamber and tubing. Brownish/red liquid was observed in the set¿s remaining length of tubing. No other abnormalities were observed on the set during visual inspection. During functional testing a leak was observed at the location of the missing smartsite component. The cause of the leak was identified as a missing female luer adaptor on the set¿s distal smartsite y-body valve. The root cause of the missing smartsite component was identified during previous investigations as an incomplete ultrasonic weld during manufacturing. For mrn# 9616066-2019-03352. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Customer declined to answer : initials: not disclosed per hipaa officer. Dob: not disclosed per hipaa officer. Lot not provided. For; (B)(6). The customer's report that the y-site broke was not confirmed. No sample was received for evaluation. No investigation was able to be performed. No root cause was able to be identified.

Event description:
The customer stated: " I have heard that there may have been one more instance where this happened". The customer had previous complaint s of y-site breaking. Although requested there was no other additional event details provided at this time.